Event description:
It was reported that the system 9800 emitted a burning smell from the x-ray tube during a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the anode of the x-ray tube was arcing. This damaged the tube and the high voltage cable. Both the x-ray tube and the high voltage cable were replaced. The system was tested and found to be working as intended and placed back into service.